Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation, corrosion was found in ECG d. The cause of the electrode belt current test failure is the corrosion in ECG d. The root cause of the corroded ECG cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the corroded ECG. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the electrode belt current test. The last patient to use this belt did not report any deficiencies.